Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's sister reported via phone call that the customer was hospitalized due to hypoglycemia. It was stated that the customer's brother found the customer unconscious in her bed the morning of the call with her eyes open. The customer was taken to the hospital by the ambulance. Blood glucose at the time of the incident is unknown. Sister mentioned that the customer has been experiencing low blood glucose at night for about 6 months to a year. She stated that the low blood glucose is not related to the insulin pump. The customer was being released once blood glucose level was stable.